Manufacturer narrative:
No malfunction of the power wheelchair is suspected. End user was not exercising caution while operating the power wheelchair near traffic. Hoveround's owner's manual warns end users, "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic, obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic."

Event description:
End user states while operating the power wheelchair on the shoulder of the roadway she was struck by a motor vehicle.